Event description:
It has been reported via distributor that a claim has been reported to them by the surgeon ((B)(4)). Our distributor has alleged that a component of the triathlon system does not conform to spec. On (B)(6) 2010: our distributor has confirmed via phone that the item was implanted. On (B)(6) 2010: our distributor has confirmed us that the item has small blurred spots.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.